Manufacturer narrative:
Information in section f was completed by the MFR. Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the unit was returned with the coils separated. The separated portion of the wire was not returned. The shrink tubing was intact. The results of the scanning electron microscopy (sem) analysis showed the fracture of the core wire occurred due to reverse bending fatigue. Quality engineering condluded based on the sem analysis the wire was exposed to forces beyond the design limits of the device as applied by the physician through steering and manipulation, and at the same time, to the beating heart. It is possile that these forces were intensified by the wire being positioned in a severely bent or prolapsed state, thus causing the break in the core wire. Quality engineering concluded that no corrective action is warranted at this time. As part of co's quality process, 100% of all guide wires are inspected during the packaging phase of manufacturing microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.